Manufacturer narrative:
We were unable to review the device history record as no lot number was provided. Product code 33734 is a non sterile code that was developed for sale to end use customers/distributors or custom tray manufacturers to be packaged in kits that are then eo sterilized. The labeling states "not eo sterilized. Acceptable for use in products that may be eo sterilized. Caution: for manufacturing, processing, or repacking." A notification has been sent to the customers who purchased non sterile integuseal to reinforce that the product is non sterile as the labeling indicates and requires sterilization by ethylene oxide prior to use. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark (B)(4), contacted the customer to verify that the non sterile integuseal they ordered and purchased was being placed in convenience kits and sterilized; however, the contact indicated they were not aware that the product they purchased was non sterile and were not sterilizing the product. User facility had potentially been using the non sterile integuseal in the operating room. They later contacted kimberly-clark to report that patients experienced infections following surgeries but did not have additional information regarding use of integuseal. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).